Manufacturer narrative:
Reference record (B)(4). Catalog number (B)(4) is the international list number which meets the requirements of the similar product listed is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. A bezoar is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the re-placement of jejunal (peg-j) tube the peg was not replaced at the same time. In (B)(6) 2018 the patient developed severe abdominal pain. A gastroscopy with anesthesia was performed and showed a bezoar. The physician couldn¿t remove the tube. On (B)(6) 2018 to (B)(6) 2018 the patient was treated with antibiotics amoxycillin + clavulanic acid (augmentin) intravenous. The patient was set up to drink coca-cola to help the bezoar dissolve. The patient was discharged to home with instruction to continue on duodopa. The patient was to schedule the removal of the tube in the future.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018 the patient was admitted to the hospital. On (B)(6) 2018 a computer tomography showed that intestinal tube was buried in parallel to the intestine at a spot apart from the bezoar. The week prior to admission to the hospital the patient had black stools. Upon admission to hospital, a low hematocrit of 20 was found, one blood unit was (transfused). On (B)(6) 2018 the black stools have receded. The bezoar is expected to be surgically removed in (B)(6) 2018.